Event description:
It was reported that during a colon resection procedure, the case was approximately two hours and throughout the case the device was not cleaned then the two jaws would not come together. The jaws would not open and would not close. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): added additional information. The device was received with the cord cut off.due to the returned condition, functional testing could not be performed but the device was mechanically tested. No mechanical issues were found. The jaws opened and closed normally. The jaw was inspected and nothing was found that could have impacted the opening and closing of the jaw.